Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fluid loss cannot be established as the product is not available for analysis. Device history record (DHR) : the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis : the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced issues with an inflatable penile prosthesis(ipp) pump. The pump didn't work and the patient was having problems squeezing the pump but the cylinders not inflating. A revision surgery occurred to replace the pump and fluid loss was found. A patient outcome of stable was reported.

Event description:
It was reported that the patient is experiencing issues with an inflatable penile prosthesis(ipp) pump. The pump doesn't work and the patient is having problems squeezing the pump but the cylinders not inflating. A revision will take place once a replacement pump is delivered to the customer. A patient outcome of stable was reported.